Event description:
Boston scientific received information that this device was returned with no allegations. Initial device analysis revealed and out of specification condition when it comes to the device longevity. Detailed analysis will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon detailed anlaysis, this investigation will be updated.

Manufacturer narrative:
Detailed analysis at our post market quality assurance laboratory and further longevity calculations confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.